Manufacturer narrative:
The customer stated that the needle mechanism did not properly retract back into the pod. This indicates that the needle mechanism failed to function as designed. Since the pod was not returned for evaluation, however, no malfunction can be confirmed. The omnipod user's guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." As reported, the customer noticed the needle mechanism has not retracted by observing through the cannula window. This prompted the user to monitor their bg levels closely and react quickly and appropriately to any issues. Product lot qualification records were reviewed and determined to have met all acceptance criteria.

Event description:
A customer's mother reported that when her son put the pod on "the needle did not retract it stayed in - they could see it through the cannula window." As a result, his bg level started to rise and "got as high as 284 mg/dl." So they removed the pod. The mother concluded that "insulin could not go through the cannula because the needle was still out."